Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent capture was observed. The lead was capped and replaced on (B)(6) 2016. The patient was stable before, during, and after the procedure. The patient was discharged from the hospital.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.